Manufacturer narrative:
Product analysis: the valve was not returned therefore no product analysis can be performed. Conclusion: without return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that following the implant of this transcatheter bioprosthetic valve, on the day of the implant, a stroke occurred. It was reported that the stroke was confirmed via computerized tomography (CT) and an emergency thrombectomy was performed. Per the physician the stroke was caused by an embolus secondary to the transcatheter aortic valve replacement. The patient expired four days after the procedure due to neurological events.